Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed, mildly tortuous, and moderately calcified lesion in the left anterior descending artery. A 4.50x8mm nc trek balloon dilatation catheter (bdc) was advanced; however, resistance with the anatomy was felt and the balloon ruptured during inflation. The procedure was successfully completed and the patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.